Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the treatment of a 296mm thoracic dissection. Heli-fx endoanchors were also implanted prophylactically during the procedure. A valiant captivia stent graft was also previously implanted in the patient approximately three years and five months previously. It was reported that the patient presented emergently approximately two months later and was admitted with fever and chest pain. CT showed graft infection in the thoracic region and an ultrasound chest drain confirmed a candida fungal infection. The patient is currently in ICU on IV antibiotics. As per the physician, the cause of the event was due to a graft infection of unknown origin. No additional clinical sequelae were reported and the patient is being monitored.